Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms. Although the cause of the peritonitis was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. Pd cultures were obtained. The cultures resulted in no growth. No antibiotic therapy was provided. The patient did not require hospitalization. The cause of the peritonitis event was not determined.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. Pd cultures were obtained. The cultures resulted in no growth. No antibiotic therapy was provided. The patient did not require hospitalization. The cause of the peritonitis event was not determined.